Manufacturer narrative:
(B)(4). Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency. Device not returned yet.

Event description:
(B)(4). Tentative summarizing translation from user's narrative: leakage at the cable connector of the hub.

Manufacturer narrative:
This file is considered as closed.

Event description:
(B)(4). Tentative summarizing translation from user's narrative: leakage at the cable connector of the hub.